Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone, the insulin had alarmed no delivery. Troubleshooting was started and it was found air bubbles have been present in the tubing. Customer's mother stated she filled the reservoir with cold insulin and this might be the issues. A follow up call was made and customer had done a change the set and the battery. Customer's father believes the insulin pump was at fault for the air bubble and no delivery. Customer declined further training. Customer's father is not returning the reservoir for further analysis.